Manufacturer narrative:
Additional physicians: dr. (B)(6).

Event description:
It was reported that the lotus edge valve system was stuck on the guide wire. A lotus edge valve system and a safari2 guide wire were selected for an aortic valve replacement procedure. The patient anatomy was not tortuous. Some resistance was felt when the lotus edge valve system was loaded onto the safari2 guide wire, however the device could be progressed and advanced through the introducer sheath. While tracking the lotus edge valve system through the iliac artery, the physician attempted to adjust the safari2 guide wire in the ventricle but found the guide wire was jammed and could not be pulled back. The lotus edge valve system and the safari2 guide wire were then removed from the body together as a unit. A new guide wire and new valve system were used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the lotus edge valve system was stuck on the guide wire. A lotus edge valve system and a safari2 guide wire were selected for an aortic valve replacement procedure. The patient anatomy was not tortuous. Some resistance was felt when the lotus edge valve system was loaded onto the safari2 guide wire, however the device could be progressed and advanced through the introducer sheath. While tracking the lotus edge valve system through the iliac artery, the physician attempted to adjust the safari2 guide wire in the ventricle but found the guide wire was jammed and could not be pulled back. The lotus edge valve system and the safari2 guide wire were then removed from the body together as a unit. A new guide wire and new valve system were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
H3 device evaluated by manufacturer: received for analysis was the lotus edge delivery system ((B)(6)). The device was received with the guidewire trapped inside the device. The device was fully sheathed. Approximately 4cm of the coiled section of guidewire was exiting out from the nosecone and approximately 118.5cm of wire exiting from the proximal guidewire port in the handle. An examination of the guidewire found that the coil wires on the surface of the guidewire were displaced along the entire section of the exposed distal section of the coiled wire. There was some coil displacement on the proximal section of the exposed section of wire exiting out from the lotus edge handle. No damage was observed along the outer sheath of the lotus edge device. The device was un-sheathed and the valve deployed with no resistance. An examination of the nosecone extension (nce) identified buckle indentations approximately 9cm proximal from the distal end of the nosecone. Attempts to remove the guidewire when the device was un-sheathed failed. The shaft and guidewire were dissected at 4.7cm from the distal end of the outer sheath. Once dissected the entire proximal section of the guidewire could be removed from the device. An examination of the proximal section of the wire identified come coil displacement with traces of material consistent with that of solidified blood. The distal section of the guidewire remained trapped the in the nce. Using a blade the nce was dissected approximately 6mm proximal to the buckle indentation and 6mm distal. The nce at the site of the buckle indentation could move freely, confirming that the buckle indentation had not trapped the wire. The exposed section of wire from the nce was severely stretched / coils displaced. Further attempts to remove the wire failed. The damaged wire appeared to be trapped in the nosecone.